Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) issued an audible alert. The ICD system was checked with no performance issues so the alarm was programmed off. However, the alert sounded again and the patient was asked to come into the clinic as there was an issue. The ICD remains in use. No patient complications have been reported as a result of this event.